Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, an occlusion alarm occurred. Customer's blood glucose was 233-330 mg/dl. Customer changed supplies and insulin was resumed successfully.